Event description:
It was reported that (1) tsb35 was used during a lap gastric bypass procedure. It was reported by the rep that the surgeon was transecting stomach with tsb35 and had tremendous bleeding on the staple line. The surgeon discarded stapler and opened a new one which worked fine to complete the case. There was no consequence to pt.